Event description:
User experienced erratic results for 2 days when running sodium and potassium. The following data was provided for sodium and potassium results, tests are reported in units of mmol/l. Pt 1 initial sodium 132, repeat 143. Pt 2 initial sodium 128, repeat 137. Pt 3 initial sodium 125, repeat 137. Pt 4 initial sodium 131, repeat 141. Pt 5 initial sodium 126, repeat 139. Initial results were reported for these pts. No info provided to determine if results were used to guide therapy. Add'l data provided for the following samples, initial results were not reported for the following samples: pt 6 initial sodium 126, repeat 137. Pt 7 initial sodium 122, repeat 136. Pt 8 initial sodium 126, repeat 141, pt 9 initial sodium 131, repeat 146. Pt 10 initial sodium 132, repeat 138. Pt 11 initial sodium 133, repeat 141. Pt 12 initial sodium 123, repeat 135. Pt 13 initial sodium 144, repeat 137. Pt 14 initial sodium 150, repeat 135. Pt 15 initial sodium 120, repeat 133. Pt 16 initial sodium 125, repeat 136. Pt 17 initial sodium 131, repeat 144. Pt 18 initial sodium 128, repeat 140. Pt 19 initial sodium 122, repeat 136. Pt 20 initial sodium 128, repeat 141. Pt 21 initial sodium 130, repeat 137. Pt 22 initial sodium 128, repeat 141. Pt 23 initial sodium 130, repeat 143. Pt 24 initial sodium 124, repeat 135. Pt 25 initial sodium 127, repeat 140. Pt 26 initial sodium 126, repeat 139. Pt 27 initial sodium 128, repeat 141. Pt 28 initial sodium 114, repeat 126. Pt 29 initial sodium 128, repeat 143. Pt 30 initial sodium 119 initial potassium 4.4, repeat sodium 140, repeat potassium 5.2. Pt 31 initial sodium 129, repeat 141. Pt 32 initial sodium 136, repeat 143. Pt 33 initial sodium 133, repeat 141. Pt 34 initial sodium 128, repeat 140. Pt 35 initial sodium 125, repeat 139. Pt 36 initial sodium 125, repeat 135. The field service representative was unable to determine cause. Performance chek tests were performed and within specification. User reports no further occurrences.